Event description:
During endovascular repair of abdominal aortic aneurysm, the perclose proglide broke, with a piece separating. The piece was retrieved. Please see notes below from the operative report: the patient was taken to the operating room and ultrasound was used bilaterally to demonstrate patency of the common femoral arteries. Arteries were noted to be quite large with some mild anterior calcification on the wall. One puncture access with a micropuncture needle and micropuncture wire and sheath were placed in the right common femoral artery. I dilated up to a 6 french sheath. I then placed two perclose devices and a suture mediated pre-close technique. I then turned my attention to the left side and did one puncture ultrasound-guided micropuncture access. Micropuncture wire was placed. 6 french sheath was then placed quite easily. One perclose device was placed, but did not deploy well, so was removed. When we went to remove it, and this went in smoothly and came out smoothly, there was a component separation of the black piece with a metal piece. This was a clean separation. This resulted in significant bleeding in the left groin. I immediately did a cutdown. I controlled the blood vessel with my fingers. I was able to reengage a wire and then a stiff wire over a glide catheter into the abdominal aorta and thoracic aorta. I then placed a 6 team french sheath to obtain vascular control. I then was able to cut down overlying the sheath and identifying the artery proximally and distally and controlled this with clamps. There were several branches which were controlled with vesseloops. I then proceeded to perform the rest of the procedure.